Manufacturer narrative:
We have requested and await consumer's return of product for evaluation. Lot code information advised by the reporter has been sent to qa for investigation. We await the results.

Event description:
Received a report from a consumer indicating she would be seeking a medical examination for reassurance that she completely removed a tampon pledget after ti tore in half during removal; leaving half of the pledget behind. Consumer was able to digitally remove the remaining piece of pledget.